Event description:
On 01/18/2024, it was reported by a sales representative via (B)(4). That an ar-611-sm10 ibalance® uka sportsplasty, and an ar-611-sm05 ibalance® uka sportsplasty have broken. This occurred during a procedure. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the epoxy was broken and cracked. Also, scratches were noted around the ibalance® uka sportsplasty¿, modular spacer block 5 mm. Functional testing was not performed due to the device's damage. The most likely cause of this failure is wear and tear damage incurred over repeated usage. The device was manufactured in 2016.